Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a coronary artery bypass graft, an error 5 occurred. Also, when the nurse wiped the blade, the blade broke off. The blade broke off outside the patient; no pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences for the patient. The doctor commented that the device was used many times on the microscopic vessels and muscle from the first. One device will be returning.

Event description:
Device #2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the heavily calcified left common femoral artery. Reportedly, a cuff miss occurred when the needle plunger was retracted there was no suture. The proglide device was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). (B)(4). Added additional information the analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.